Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert triggered. The analyst noted that the rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate nst episodes, and beginning (B)(6) 2015, the v. Sensing integrity counts were up to 242, and vt-ns episodes with evidence of lead noise oversensing were noted. Concomitant products: t505c25, implantable heart valve, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that there was a lead integrity alert (lia) for noise, short interval counts (sic) and several ventricular tachycardia (vt) non-sustained events with electrograms showing oversensing on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.